Manufacturer narrative:
The MFR has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the microsensor could not be zeroed. The surgeon opted for a new insertion. No adverse patient consequences.